Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away approximately one week after the implant of a leadless ipg. The cause of death was provided as shock due to hemorrhage of the inguinal region and multiple organ failure. It was further reported that the next day after the implant of the leadless ipg, the puncture site started bleeding again and hemorrhaged. It was further reported that the patient experienced syncope, head trauma, intracerebral hemorrhage and hemorrhagic shock. On the electrocardiogram (ECG) that was recorded by ECG monitor, escaped rhythm did not appear with replication of syncope and complete atrioventricular block with a pause of thirty seconds or more appeared. The patient survived by massive blood transfusion and infusion, but the patient suffered progression of multiple organ failure from shock and the deterioration tendency of systemic bleeding associated with deterioration of liver disorder was observed because the patient had cirrhosis originally.